Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. An engineering evaluation is currently in progress.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient was undergoing treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. The device was being placed within another evar graft. The first stage of deployment was completed. Blood was noted to be leaking from the handle. The constrainment mechanism was removed to see if it would help. The contralateral gate was successfully cannulated and the ipsilateral leg was deployed. The case was completed. The patient tolerated the procedure and no transfusion was required.

Manufacturer narrative:
Conclusion code 1: updated results code 2: the engineering evaluation stated the following: the device evaluation showed the following: the tuohy-borst valve appeared to be aligned with the spine and fully tightened. Engineering removed the spine covers and the spine was examined. No abnormalities were noted. The septum appeared to be intact with no obvious damage. The glue ports and guide-wire trough were inspected and appeared to be filled with glue. Green dyed water was pressurized though the septum into the manifold area to determine the location of the leakage. Water was observed leaking out of the manifold guidewire lumen trough. Based on the findings from this evaluation, the physician¿s observation that blood leaked from the handle was confirmed. The likely cause for the observed leakage was an incomplete seal caused by an insufficient amount of glue between the manifold lid and the guide wire lumen trough. Conclusion code 2: 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but is not limited to bleeding .